Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. All buttons are working properly and no pump error 53 alarm, numbers ramping, or scroll bar moving without user input occurred during testing. A review of the pump history file shows on 6/29/2023 there were three (3) pump error 53 (linenumber 480 filenumber 2001) alarms (18:28, 18:43, and 18:48) that occurred. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and keypad flex tail. No physical or moisture damage was found on the keypad dome switches and keypad assembly. Pump error 53 software_error: the assert was triggered by assert_data_pointer_valid() macros in h_drvinternalflash. But the value passed to the macros is valid and points to buffer (g_flashbuffer 0x60084dc0) in external ram used for internal flash write by h_errorhandling module. Suspecting hw fault (esf#3848525). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, and cracked battery compartment. Pump error 53 alarms are confirmed due to moisture damage on the electronics. Cosmetic damage on the battery compartment is confirmed. Keypad anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53). No harm requiring medical intervention was reported. Troubleshooting was performed and found that the alarm was not cleared and the pump showed advance timing on the pump. The customer stated that the pump had a crack on the battery side. It was confirmed that the pump will be replaced. It was confirmed that the customer discontinue to use the device and the pump will be returned for analysis.